Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 313 mg/dl. The customer stated that there were air bubbles in the reservoir. The customer was advised to change the reservoir set. The customer was informed that there could be many reasons for high blood glucose. The customer was transferred to the help line but they hung up the phone. No further information was provided.